Event description:
It was reported that during an unknown procedure, the titanium tip broke during the procedure. The broke piece didn't fall into the patient. No adverse event on the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The device was received with the blade discolored (blue) due to heat generated from contact between the blade and tissue pad. The device was functionally tested with a generator. During functional testing on gen04 an error code 5 was displayed. A probable cause of an error code 5 is blade damage. The device will stop activating and either display instrument error screen or an instrument error code 5, when the blade becomes damaged. Probable causes of tissue pad damage are applying pressure between the instrument blade and tissue pad without having tissue between them and activating the blade without tissue between the blade and tissue pad.  Both conditions can result in probable damage to the instrument. The batch history records were reviewed with no anomalies noted during the manufacturing process.